Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00652, 2134265-2017-00583, 2134265-2017-00584. It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. After sufficient pre-dilation was performed with a 2.5x15 maverick and 2.5x15 nc emerge balloon catheters, a 2.75x16mm synergy¿ drug-eluting stent was advanced in the distal lad and deployed, but the patient's blood pressure dropped. After an intra-aortic balloon pump was inserted, a 3.0x28mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, dissection was noticed in the left main (lm) artery and the patient's condition worsened. A 3.5x38mm synergy¿ drug-eluting stent was advanced into the lm but the stent struts were damaged by the guidezilla guide extension catheter. Another 3.5x38mm synergy¿ drug-eluting stent was selected for use but the stent was stretched when the stent protector was removed outside of the patient and therefore the device was not attempted. A 3.5x38 non-bsc stent was implanted and angiogram was performed, but the stent was missing in the mid to proximal lad so another 3.5x38 non bsc stent was implanted. The procedure was completed. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.50 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found severe distal and proximal stent damage. Stent struts were bunched, twisted and distorted. The proximal struts were bunched and pushed in a distal direction exposing the balloon wall. As the stent was damaged, the crimped stent profile could not be measured; however, a copy of the manufacturing data for this unit was examined and the manufacturing data states the maximum stent profile was within specifications. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were crimp stent markings visible on the exposed balloon wall indicating overall crimp contact between the balloon and crimped stent at the time of manufacture. A visual and tactile examination of the hypotube found there were several slight hypotube kinks. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00652, 2134265-2017-00583, 2134265-2017-00584. It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. After sufficient pre-dilation was performed with a 2.5x15 maverick and 2.5x15 nc emerge balloon catheters, a 2.75x16mm synergy¿ drug-eluting stent was advanced in the distal lad and deployed, but the patient's blood pressure dropped. After an intra-aortic balloon pump was inserted, a 3.0x28mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, dissection was noticed in the left main (lm) artery and the patient's condition worsened. A 3.5x38mm synergy¿ drug-eluting stent was advanced into the lm but the stent struts were damaged by the guidezilla guide extension catheter. Another 3.5x38mm synergy¿ drug-eluting stent was selected for use but the stent was stretched when the stent protector was removed outside of the patient and therefore the device was not attempted. A 3.5x38 non-bsc stent was implanted and angiogram was performed, but the stent was missing in the mid to proximal lad so another 3.5x38 non bsc stent was implanted. The procedure was completed. No further patient complications were reported and the patient's status was good.